Event description:
A pt admitted to rule out chest pain was discovered on the floor and unresponsive. The pt's ECG monitor screen was blank, even though it was reportedly plugged into a working ac outlet. The pt was connected to an emergency cardiac monitor and found to be in normal sinus rhythm. The monitor somehow lost ac power and had switched to battery operation. When the battery was exhausted, the monitoring ceased, and the system failed to alert the staff that the pt was no longer being monitored. The monitor was tested and found to be working normally and within MFR specifications. Further testing revealed that the central station's response to the loss of ac power is to display a small flashing message "low battery" followed by "no comm" when the monitor's battery discharges. The clinical staff assumed that the monitor system would alarm for any problem resulting in a loss of ECG signal. It is not clear why the central station and the associated paging system does not respond to the loss of power by generating any significant audible or visual alarm.